Event description:
Information was received indicating that a patient had begun experiencing an increase in seizures which the patient's physician believed may have been related to the patient's autostimulation parameters. The patient's autostimulation parameter was programed off after the increased seizures began. The patient's father provided a detailed seizure log and showed that the patient's seizure frequency was about the same as it had been pre-operatively. The magnet stimulation had no reported benefit. There were no malfunctions noted in the seizure and programming log. Additional information was later received stating that the patient began experiencing a second increase in seizures to about 4-6 seizures per day. The physician opted to increase the patient's output current after the increased seizures began. A review of the device history record for the patient's implanted generator confirmed proper functionality and it had passed all quality inspections prior to release for distribution.

Event description:
Additional information was received stating that the patient did not have an eeg performed pre-operatively and the physician was unaware of the patient's heartrate during a seizure. For this reason, the patient's autostimulation parameter was turned off.